Manufacturer narrative:
(B)(4). Date sent: 7/26/2016. Batch # n91f7x. The analysis results found that the 2b5lt instrument was received with the sleeve broken. One potential cause for the damage found may be the inadvertent application of excessive force or torquing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when the tip of the trocar sleeve was broken off, was there any damage to any patient internal structure? No, none was reported. Is the broken trocar tip being returned with the rest of the device for analysis? Yes. If not, was the broken tip disposed of? N/a. What was the additional length that the 5mm port incision was lengthened to in order to remove the broken trocar tip? Corrected information: the surgeon reports that they created an additional 5-8mm port to retrieve the broken tip of the trocar. Was there any patient consequence as a result of this product issue? Yes, one additional 5-8mm port was created in the abdomen to retrieve the trocar. It was not reported that the patient had any complications due to the additional incision.

Event description:
It was reported that during a laparoscopic catheter insertion procedure, the surgeon reports that the distal tip of a trocar broke. The surgeon was using a grasper to position the catheter. The grasper was "torqued" against the trocar when the tip snapped off up to the first gripping ring. The surgeon says that is was "torqued" but not to the degree that the device should have broken. The surgeon had to lengthen a 5mm port incision to recover the tip of the trocar from the abdominal cavity. No further complications reported at this time. There were no adverse consequences for the patient.